Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient 5 resolute integrity drug eluting stents implanted in (B)(6) 2016 and additional stenting in 2017 with more resolute stents placed. The patient has also underwent coronary artery bypass surgery. Approximately 2 years post implant the patient experienced restenosis, angina and has ongoing chest pain. The patient's cardiologist suggested that the patient may be experiencing an allergic reaction. The patients¿ allergist states the patient showed no reaction to patch testing for titanium, nickel, molybdenum, chromuium, cobalt, potassium chromate, copper and manganese. The patient will be tested for allergy to polymer on stent. The allergist does not believe that this patient has an allergic reaction based on the presentation and chronicity of the clinical signs. No intervention has been performed at present . The polymer allergy test has not been carried out yet.

Manufacturer narrative:
The allergist concluded that the patient does not have an allergic reaction to resolute des. The polymer allergy testing also came back as negative. The primary cardiologist is investigating what other treatment options are available for this patient. If information is provided in the future, a supplemental report will be issued.